Event description:
A report was received via social media that the patient was experiencing overstimulation. It was stated that the lead had migrated. The patient underwent an explant procedure. No further information could be obtained.